Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports during charging of their controller it had overheated and smelled of burnt rubber. The patient reports their controller had stopped charging when it reached 64 percent. In addition the patient reports having burned their hand on the controller. The patient did not seek medical attention.